Manufacturer narrative:
Investigation summary: based on the information available, the exact cause that contributed to the alleged fiber forward firing cannot be confirmed as the product is not available for analysis. Information reported that saline irrigation was set up in accordance with the instructions for use; however, pressurized saline was not used. Not having used pressurizes saline could potentially contribute to fiber tip damage. Therefore, based on the information available, it is probable that the interaction between the user and device, caused or contributed to the event. Which indicates the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not use if the package is damaged. Damage to the package may result in damage to the fiber or compromised sterility. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or ben the fiber. The treatment times will vary based on distance to tissue, the power settings, duration of beam application, and other factors. Use settings that are as low as possible for the desired treatment effect. Connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, caused or contributed to the event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber cap broke resulting in the fiber forward firing. However, the fiber tip did not detach from the fiber. Although the saline irrigation was set up in accordance with the instructions for use, pressurized saline was not used. It was also noted that there were stones present in the patient's gland. The fiber was replaced, and the second fiber was used to complete the procedure without any complications to the patient.